Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the right ventricular lead helix would not retract before placing the lead into the patient's body. The lead was not used and replaced. Patient's condition was stable and good before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.